Event description:
It was reported that when trying to run diagnostics device is only delivering 1.5ma output instead of 2ma output with lead impedance 2514 ohms and battery is okay. Patient claimed they can still feel stimulation. It was additionally reported that the device experienced multiple interrogating failures. Additional information received stating device set to 2ma output, however on diagnostics device output current set to 1.625ma output. Patient set to 30s on time 5min off time however they state inconsistent stimulation timing. Lead impedance 2513 ohms. No known relevant surgical intervention has occurred to date. No other relevant information has been received to date.